Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and beeping anomaly. The blood glucose level of the customer was 142 mg/dl. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, off no power, and displacement test. No display anomalies noted. No audio anomalies noted. Device received with cracked reservoir tube. (B)(4).